Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. According to investigation feedback and picture received, the electrodes are eroded and there was no separation of pieces. Electrode melting is a normal and expected condition of wands performance upon creating plasma. This event is considered not reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the tip filaments of the evac coblator wand were loose. It is unknown when the event took place, if there was patient involvement, if there was a back up device available or if there was a delay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).